Event description:
It was reported that the patient went into surgery for full revision. The old device was explanted. They couldn¿t get the lead on the vagus nerve due to several complications, so the new generator was not placed. No further relevant information has been received to date. The explanted device has not been received to date.

Event description:
It was reported that a patient had high lead impedance. No known surgical intervention has occurred to date. No additional or relevant information has been received to date.

Manufacturer narrative:
B5. Corrected information, initial report: did not report that the complications were due to fibrosis and the suspect lead was not explanted d6b. Corrected information, initial report: inadvertently reported explant date even though lead was not explanted f10. Corrected information, initial report: inadvertently used explant coding even though lead was not explanted h6. Corrected information, initial report: inadvertently used code b17 even though lead was not explanted

Event description:
Information was received from the company representative that the "complications" during surgery were that the lead was placed too high and there were scarring issues below so the surgeon couldn't place the new lead. The explanted generator was discarded. The old lead was left in to her knowledge and was not removed. No further relevant information has been received to date.